Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of pe and fo characterized by shortness of breath, requiring hospitalization and a change in pd prescription for additional fluid removal. The pdrn attributed the cause of the event(s) to be the patient¿s right-sided pleural leak. Pleural effusions tend to occur on the right side, as was the case with this patient. Diaphragmatic defects can be congenital but can also be the result of a weakening caused by increased intra-abdominal pressures during pd therapy. The pdrn also reported the patient¿s constipation contributed to the patient¿s fo and drain complications by impeding proper fluid exchange constipation is commonly known gastrointestinal disturbance which occurs in approximately 29% of patients on pd therapy. Based on the information available, the patient¿s liberty select cycler can be disassociated from the event(s) as there is no objective evidence or indication the liberty select cycler caused or contributed to the patient¿s event(s) of shortness of breath, fluid overload and pleural effusion. The patient was able to resume successful treatment with the same liberty select cycler after the event(s). Additionally, there is no objective evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm in drain 1 of treatment. During the call the patient reported that they were recently hospitalized and had fluid drained from their lungs. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient called the outpatient dialysis clinic on (B)(6) 2019 to report shortness of breath (sob) and was referred to the emergency room (ER). In the ER, a chest x-ray revealed a right pleural effusion (pe), and the patient was also diagnosed with fluid overload (fo). A pleuronectids was performed which removed 1.5 liters of fluid, and the patient was discharged home with a follow-up chest x-ray scheduled for (B)(6) 2019. The pdrn reported the patient did not have any obvious edema or blood pressure changes prior to the ER visit but had experienced a slow 4.0 kg weight gain (time interval not reported). The patient, who is compliant with pd therapy, had been using a standing order of 1.5% delflex solution at home, but experienced incomplete drainage and some negative ultrafiltration (uf). The patient¿s pd prescription was altered based on the weight gain, and the patient began using 2.5 % and 4.25% delflex solutions with good success. The pdrn also stated the patient¿s constipation was contributing to the patient¿s fo and drain complications, as it was impeding the flow of the patient¿s pd catheter (not a fresenius product). As such, the patient took laxatives (specifics not provided) to alleviate the constipation and successfully completed pd therapy utilizing the same liberty select cycler on (B)(6) 2019 and (B)(6) 2019. The follow-up chest x-ray was performed on (B)(6) 2019 which revealed ¿a little bit of fluid.¿ on (B)(6) 2019 the patient returned to the ER with sob and was hospitalized for a right sided pleural leak (diagnostic testing not specified). During the hospitalization the patient¿s pd catheter was removed, and the patient transitioned back to hemodialysis utilizing a preexisting vascular access. Further details regarding the patient¿s hospitalization were requested; however, were not available. The patient recovered from the event(s) of pe and fo and was discharged home (discharge date not provided). The pdrn reported these event(s) were not related to ccpd therapy with the liberty select cycler, or any other fresenius device(s) or product(s). The pdrn stated the pe and fo were caused by the patient¿s pleural leak.